Event description:
It was reported that the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 1 and 4 hours. The pod was leaking insulin. As treatment, a new pod was applied. The investigation observed exposed cannula damage and fluid leakage during testing.

Manufacturer narrative:
The left side of the exposed soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone14.7. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.